Event description:
It was alleged that the customer had an ambulance accident while transporting a patient. It was alleged that injuries were reported.

Manufacturer narrative:
It was reported to stryker that an ambulance was involved in an accident. It was alleged that as a result of the accident, the user or patient became injured. The investigation concluded that the stryker product did not cause or contribute to the alleged traffic accident event or injury.

Event description:
It was alleged that the customer had an ambulance accident while transporting a patient. It was alleged that injuries were reported.